Event description:
Follow-up with hcp of record revealed pt is prone to infections, had done well in hospital but wound became infected after discharge. Pt has recovered post explant. Hcp will not be replacing pump. A supplemental medwatch report will be filed when add'l info is received.